Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ar2sursdc1 had drawers 2.1 & 2.2 that were not detected on the bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer, turned the switch back off, allowed it to shut down and unplugged the power for 30 seconds and then plugged it; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple drawers were not detected on the bus. A field service engineer (fse) removed and replaced the controller card, reseated all cables, reassembled, rebooted, tested, and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.